Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging up arrow button. The reporter alleged that "button does not respond, has to press on it several times and real hard to get it to respond". This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.